Manufacturer narrative:
(B)(4). A vyaire field service representative (fsr) evaluated the device onsite and tested it with the customer's original circuit and setting. The fsr could not duplicate the problem reported by the customer. When the field service representative disconnected the patient circuit he saw the "circuit disconnect" and "circuit occlusion" in the error log. The fsr used the vyaire circuit and lung to perform the operation verification procedure (ovp) test which passed. The field service rep confirmed the avea ventilator passed all testing and met all vyaire manufacturer specifications.

Event description:
It was reported to vyaire that the avea ventilator stopped delivering breaths while on a patient with circuit occlusion and circuit disconnect alarming. It is currently unknown if there was any patient injury or harm or what intervention took place. A follow-up request for information has been sent to the customer.